Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. The cause was traced to a faulty power pca. The problem was resolved by replacement of the power pca. After passing all performance assurance tests the device was returned to the customer. This was a malfunction of the power pca that caused a failure to power up.